Manufacturer narrative:
Other, other text: a1, b3, b5, d4. UDI and h6. Health effects; updated. D3, g1,2 email is: (B)(6).

Event description:
Additional information received via email. Event date was updated from unknown to 08-february-2023. Event occurred during testing. No patient incident.

Event description:
It was reported that the front case was cracked on the top. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found the device had a broken front cover, damaged printed circuit board (pcb), cracked tank cover, rusty heater, and faded line cord. The front cover is broken on top confirming the customer complaint. Most probable root cause was attributed to removing the front cover incorrectly or dropping the device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Replaced the pcb, enclosure, tank cover, heater, line cord, and front cover. Performed preventative maintenance. Device passed functional testing after the completed repairs., email is: regulatory.responses@icumed.com